Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the implant site and was subsequently treated with a topical antibiotic (date and duration not reported).